Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer stated that her blood glucose has been high lately and has been unable to get the level down. Blood glucose value is unknown. The insulin pump was out of warranty and will not be replaced or returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed during the basic occlusion test due to a loose and flush drive support disk. The motor was tested outside of the device and passed. The functional testing could not be completed due to the motor error alarms. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.